Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or reboot/reset anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer stated she looked at the pump and the pump was off. Customer stated she wiggled the pump and started to begin countdown. It showed she had full battery. Assisted customer with trouble shooting, advised customer we would replace the pump. The pump was returned for analysis.